Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding, dysmenorrhea, dyspareunia, menorrhagia, pelvic pain female, parakeratosis, uterine fibrosis, adhesion, abdominal adhesions, adenomyosis, endometriosis, pelvic adhesions and multiple caesarean sections. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy, ablation and thermochoice ablation). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right -4 , left - 7 coils. Lumen is patent. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: -focal parakeratosis. Endometrial and superficial myometrial fibrosis serosal adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilization. The patient's medical history included uterine bleeding, dysmenorrhea, dyspareunia, menorrhagia, pelvic pain female, parakeratosis, uterine fibrosis, adhesion, abdominal adhesions, adenomyosis, endometriosis, pelvic adhesions and multiple caesarean sections. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy, ablation and thermochoice ablation). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. The reporter commented: right -4 , left - 7 coils. Lumen is patent. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: focal parakeratosis. Endometrial and superficial myometrial fibrosis. Serosal adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.